Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250605.031.a3.s938usqs6byif hardware: sm-s938u cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle deployed early before the pod was activated and the pink slide did not move forward; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported needle mechanism failure. No timeouts or drive stalls were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses and the data indicated typical user-device interaction as multiple imm. Bolus's were programmed. The needle mechanism was reset and redeployed successfully using the lock n load fixture.